Manufacturer narrative:
Tracking #.50675. Date sent: 10/13/1998. D6: device returned with no lot identification. H6: misalign jaws. Ligaclip endoscopic single clip applier: the analysis results confirmed that the instrument was returned with the jaw and channel damaged, making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results.

Event description:
It was reported that the el314 was used during a laparascopic cholecystectomy. It was reported by the affiliate that the applier was loose and lost clips in pt's body. Also the range of jaw opening changes during shaft rotation. 06/22/1998 received information from affiliate. The clips were not retrived from the patient.